Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g4, h2, h3, h4, h6, h11 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit between the gastrointestinal videoscope components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope went completely black during an examination while using the cv-1500. This malfunction occurred during an endoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.